Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Due to insufficient information related to the event being available (i.e. Event date, system serial #, and surgeon name), neither log reviews nor a site complaint history review can be performed. No images or video were available for review. This event is being reported due to the following conclusion: during a da vinci-assisted total mesorectal excision the patient experienced bleeding that required the procedure to be converted. There was no allegation of a product malfunction.

Event description:
On 07-july-2021, intuitive became aware of an international journal of medical robotics and computer assisted surgery article titled, ¿comparison of the short-term operative, oncological, and functional outcomes between two types of robot-assisted total mesorectal excision for rectal cancer: da vinci versus micro hand s surgical robot¿ (jiang, j., zhu, s., yi, b. Et al., 2021). Within the journal article, an operative complication involving a da vinci surgical procedure was noted: "in the da vinci r-tme group, one case of conversion occurred due to bleeding." Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to the author to request additional information related to the reported event. However, no further details have been provided as of the date of this report.